Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Please provide more detail on why the mesh is being removed? Has any medical or surgical intervention been provided or scheduled? Please provide dates and results. What is the patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient was advised to remove the device. No other details were provided. Additional information has been requested.

Manufacturer narrative:
Event date information from (B)(6) 2016 to unk. Corrected initial alert date from 6/29/2016 to 6/21/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: original alert date: 06/21/2016, product code: phy1520v, lot number: jh8gplco, implant date: (B)(6) 2015, explant date: (B)(6) 2016, (B)(6).

Manufacturer narrative:
A tissue sample was submitted in an enclosed specimen container. A CT x-ray scan was conducted on the as-received container. The specimen container was not opened. The CT scan was performed to determine if a mesh specimen was present and could be imaged using CT. After the scans were reconstructed, various views were examined in an attempt to view the specimen inside. After careful examination of the data from multiple angles, no mesh was detected at any of the viewing directions.